Event description:
The device in this report has not been returned to baxter for eval. The facility reported no pt injury or medical intervention was required. A two-year trend review of the complaint history for the reported non-delivery condition for the ap ii pump reveals potentially 46 similar complaints. Baxter will continue to investigate any reports it receives and review trending of these events.

Event description:
The epidural pump did not pump the solution. Two different bags were used. The pump was not infusing the medicine, however the pump indicated that it was delivering. The remaining fluid in the bag did not correspond with the amount stated as having been delivered.